Event description:
It was reported that the ventilator was contaminated with water. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed. The claimed issue was reproduced during troubleshooting. Based on technician statement, the water entered the steam-water separator, and the issue was related to central gas supply problem. Within servo unit, the electrical parts are located inside device, beneath the cover and mechanically protected by it. It has remained unknown under which circumstances and when liquid entered the unit. The unit has been produced after introducing new standards of degrees of protection against harmful ingress of water iec 60601-1 ed.3. The cause of this issue has been established as accidental damage. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).